Manufacturer narrative:
Lot review: a review of the manufactured lot# 3078870 showed that (B)(4) units were manufactured, tested, inspected and released in august of 2015 with no anomalies cited. Visual receipt: 3/23/2016 - received one (1), 011-46110-58, transpac IV monitoring kit w/03 ml squeeze flush device, 10ml safeset reservoir and blood sampling port, lot# 3078870. The pressure tubing was confirmed to be disconnected from the red female luer. Engineering analysis: returned sample confirmed the reported bonding issue. The root cause was attributable to an isolated manufacturing assembly error where the was an insufficient seal between the tubing and the mating componentry. A review of the applicable design, materials and involved manufacturing/equipment processes was conducted. Detailed reviews of previously implemented improvements relating to assembly bonding operations, equipment and employee training programs were performed. Action: the initial engineering efforts and team investigations of this component assembly bonding processes recorded missed findings that were inconclusive. Additional investigation activities and engineering efforts are in progress. A multi-discipline continuous improvement team has been formed to review and challenge the applicable design, materials, and involved manufacturing/equipment processes. As an interim measure heightened inspections have been initiated.

Event description:
The report states, "the safeset kit was set up on patient according to the dfu. Blood was detected retracting up the pressure tubing and the leaking of heparin saline noted. The pressure tubing from the female luer above the zeroing stopcock came apart." There was no serious adverse patient consequences reported.